Event description:
It was reported the cysto-nephro videoscope sheath tip blew off during processing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device also had bending section rubber missing showing metal and bending section rubber glue cracked. The root cause could not be identified. According to the investigation, the reasonably known information suggested that the probable causes of the alleged failure were due to wear and tears. In addition, the most probable cause of this reported issue is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.